Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6), 2004. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on (B)(6) 2017 a CT of the abdomen revealed the inferior vena cava filter was tilted posteriorly approximately 12 degrees. The tip was positioned against the posterior lateral wall. The tip was positioned between the origin of the left renal vein and just above the origin of the right renal vein. There did appear to be minimal perforation at the filter tip without involvement of any adjacent organ or vessel. The perforation appeared to be approximately 2mm or less.